Event description:
Strong effusion in knee [joint effusion]. Strong pain in the knee [arthralgia]. Case description: spontaneous report received on 12/03/2009 from a physician regarding a female pt who was approx (B)(6). In (B)(6) 2009, the pt suffered from effusion during the night after the synvisc injection. The joint had to be punctured. Add'l info was received from the physician on 12/07/2009. The pt was a (B)(6) female, initials (B)(6). The pt had a history of gonarthrosis. The pt received intra-articular injections of synvisc from lot x0805. The date of first administration was (B)(6) 2009 and the date of last administration was (B)(6)2009. On the day of the injection on (B)(6) 2009, there were no problems at first, but during the night, there was very strong pain in the knee. On (B)(6) 2009, there was strong stimulus, effusion. The knee was punctured and 50 ml of serous, opaque fluid was collected. The bacteriological analysis showed no abnormality detected. The pt had a slow recovery with rest and voltaren. The physician assessed the events as an important medical event, moderate in intensity, and probably related to synvisc. Add'l info was received in the form of a qa investigation summary on 12/11/2009. The production and qc documentation for lot # x0805, with exp date (10/2011) was reviewed. The investigation showed that the product met specs. No associated non-conformances were noted. MFR's comment: the benefit-risk relationship of synvisc is not affected by this product.

Manufacturer narrative:
Eval summary: the production and qc documentation for lot # x0805, with exp date (10/2011) was reviewed. The investigation showed that the product met specs. No associated non-conformances were noted.